Event description:
Two days after the application of the fixator and in the absence of weightbearing by the pt, the cams, ball-joints and bushings loosened twice within a few days. Three interventions were performed in order to readjust the fixator to the pt.